Manufacturer narrative:
MFR ref # (B)(4). Baxter received and evaluated the device. The device was found within specification in relation to the reported system error 341, which was not reproduced. System error 341 was confirmed through a single occurrence found during a review of the event history log. Evaluation could not identify any failing part as a cause for the error. The device was found to operate as designed.

Event description:
It was reported that a spectrum pump displayed system error 341. Any patient involvement, injury or medical intervention is unknown.